Event description:
The customer reported "the machine will not close." This could indicate that the device is failing to power off. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.